Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with foreign matter. There was no physical damage where the foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-190 series reprocessing manual 5.3 precleaning the endoscope and accessories, 5.5 manually cleaning the endoscope and accessories describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope does not insufflate. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material that resembled black rubber. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
The device was returned and there were few findings. Grip is shaved. Color ring had a crack. The suction cylinder had discoloration. Plug unit was damaged. Due to clogging of air/water channel, water supply volume does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesive on bending section cover had a crack. The coating of the universal cord was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.